Manufacturer narrative:
An investigation of kangaroo epump was performed for the reported condition of the unit switching off during operation. The unit was triaged and the reported issue was confirmed. The reported issue was caused by the unit¿s power cable; the power cable was damaged. The possible root cause of the power cable damage can be attributed to rough handling of the unit. A review of the device history record shows that this unit was manufactured in 2008 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 01/27/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. The customer reports the unit is constantly switching off during operation.